Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts instructed the caller on troubleshooting steps, but the pump did not respond, prompting cts to replace the pump. The customer was informed they would receive a pump with updated software and advised on backup therapy using mdi to ensure insulin delivery continued. Instructions were given for handling the replacement pump and returning the faulty pump to tandem.